Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0a55s, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that after implant of the implantable neurostimulator (ins) the patient had ambulation problems. The patient thought it was a normal progression and not caused by the surgery. The patient had the implant surgeries done very close together. For the surgery, the patient was put to sleep and when they woke up they could not walk. Prior to implant the patient was able to walk. The patient was walking on their toes, freezing, and they were living in assisted living to see if their balance would come back. The patient had been feeling better than they had for years. Since implant the patient had been doing great with hardly any tremor and they had been able to reduce some of their medications. The patient had been doing physical therapy and their healthcare professional stated they could not go home because of their balance and the risk of falling down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient had their deep brain stimulation system turned off for two hours for a colonoscopy. The patient had an appointment on 2014-(B)(6).

Event description:
Additional information received reported the patient had walking problems since implant that fluctuated during the day. The cause of the event was determined and it was not device related. No system components were involved in the event, but the patient¿s medication was. No troubleshooting was done and the patient was referred to a neurologist to discuss their medications. The patient¿s medications were not taken on a regular basis and the healthcare professional (hcp) considered that to cause the fluctuation of the patient¿s symptoms. The patient had recovered without permanent impairment.